Event description:
During baxter's functional testing, a spectrum pump alarmed for system error 105. Any patient involvement, injury or medical intervention is unknown since the alarm was found during testing.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Evaluation experienced a system error 105. Evaluation found this to be caused by severed mount screws. The motor assembly was replaced to correct the condition.